Event description:
In 2006 a gore tag thoracic endoprosthesis was used in an endovascular surgery case to treat a chronic type b dissecting thoracic aortic aneurysm. An angiogram was completed post-implantation of the device which aroused suspicion that the dissection may have extended distally to the right femoral artery. Although this was explored, no confirming evidence was found, the incision was closed and the patient was sent to the recovery unit. Later that night the patient developed an occlusion of the right femoral artery and it was then determined that the dissection had extended distally. The medical course for this determination is unknown at this time. Approximately three weeks later, diagnostics confirmed the patient was now presenting with a type a dissection and the gore tag thoracic endoprosthesis had invaginated. On 4/12/2006 the patient underwent a second surgery led by cardiothoracic surgeons to replace the entire arch and have the gore tag thoracic endoprosthesis explanted. The patient's status is unknown at this time.